Event description:
The facility's biomedical engineer reported an infusion pump with no downstream occlusion alarm. A follow up with the facility's biomed revealed the reported condition did occur during biomed testing and there was no pt involvement.